Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented to the emergency room with dizziness and hyperkalemia. The device was programmed at 50 beats per minute; however, pacing was occurring at 30 to 35 beats per minute. After hyperkalemia was resolved, pacing spikes occurred at the programmed rate of 50 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.